Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) levels while sleeping. The cause of bg was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was entered into the pump by the user on 10/12/2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. The user entered temporary basal rate of 10% several times in the early morning. It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.